Event description:
It was reported that there was oversensing and noise on the right ventricular (rv) lead. The lead sensitivity was decreased prior to the lead being explanted and replaced. It was noted that the patient is taking part in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).